Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) buckled, the segment corroded, the control body corroded, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the operation channel leak, the suction channel dirty, the remote control buttons disinfections damage and the operation channel resistance; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.